Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell and their leads broke. It was stated the doctor replaced the lead and extension but did not replace the battery six months prior to report. It was later reported the battery was not changed and the patient was receiving effective therapy after the replacement of the lead and extension.

Event description:
Additional information received reported there were also high impedances prior to the lead and extension replacement.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_ext. Lot# serial# unknown. Product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889, explanted: (B)(6) 2014, product type: lead. Product ID 3095, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that the lead, extension, and implantable neurostimulator (ins) were replaced on (B)(6) 2014. Upon visual inspection, the material over the lead appeared to be separated at the point where it attached to the #0 electrode. The patient experienced a loss of stimulation and therapeutic effect. It was noted that impedance testing, x-rays, and reprogramming was required. Impedances were greater the 4,000 ohms. It was also stated that the ins showed reduced longevity. The patient's status at the time of the event was said to be alive and no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead. Product ID 3095, product type: extension. (B)(4).

Event description:
Additional review indicated the previously reported information below pertained to the event captured in manufacturer report # 3007566237-2013-03933. Any additional information received regarding the information below will be captured under the listed report number. Additional information received reported that the lead, extension, and implantable neurostimulator (ins) were replaced on (B)(6) 2014. Upon visual inspection, the material over the lead appeared to be separated at the point where it attached to the #0 electrode. The patient experienced a loss of stimulation and therapeutic effect. It was noted that impedance testing, x-rays, and reprogramming was required. Impedances were greater the 4,000 ohms. It was also stated that the ins showed reduced longevity. The patient's status at the time of the event was said to be alive and no injury.